Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced severe diabetic ketoacidosis and the blood glucose value was unknown at the time of the event. The customer reported no symptoms related to the event. Troubleshooting could not be performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported high blood glucose event . It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The insulin pump will not be returned for analysis.